Manufacturer narrative:
Investigation: the customer stated that the patient was given 25mg of benadryl for pre-medication. A one year review of the device history did not reveal any additional reports. No issues were identified that could be related to the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient's identifier.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: multiple attempts to obtain further event information from the customer remain unanswered. Per the available information, the event was likely a result of hypovolemia or hypervolemia. Root cause: based on available information, a definitive root cause could not be determined. The customer has not had any further reported incidents since updating their procedures, as discussed in the initial report for this event.

Manufacturer narrative:
Investigation: per the customer, they have changed their red blood cell exchange procedure to include fluid balance at 110% and patients must stay 30 minutes after the procedure for monitoring. There have been no further incidents since implementing this new procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient collapsed for an unknown reason after a red blood cell exchange (rbcx) procedure. No further information is available at this time regarding the incident. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.